Manufacturer narrative:
(B)(4). The device was returned and evaluated. This is an ancillary service event. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included visual inspection, event history log review, functional and electrical testing of the device. During volumetric testing the device failed for inaccurate fluid reading. The cause of this was deteriorated piston foam. To correct the condition the piston foam was scrapped and the device was sent for servicing. A CAPA has been opened for this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. Since the device failed during evaluation, there no patient involvement. No additional information is available.